Manufacturer narrative:
Due diligence for additional information was executed. There is no additional patient or event information available. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported in the event, during the therapeutic procedure, the device jaw broke off. There was no adverse impact to the patient. The procedure was completed with a similar device.